Event description:
The physician successfully implanted an endeavor rapid exchange (rx) drug-eluting stent. Approx one month post stent deployment, pt death was reported to have occurred. No device malfunction was reported. No further info was provided.

Manufacturer narrative:
(B)(4). Eval, results: (death). Conclusions: (limited info available).